Event description:
On (B)(6) 2014, nsk america received a telephonic complaint from an employee of (B)(6) that a handpiece in route for repair to nsk america corporation had burned a patient. Model sga-e2s was reported to have caused the injury, but the serial number was not known. Employee mentioned that the burn may have blistered. Nsk america received two (2) handpieces from the clinic on (B)(6) 2014. One was model sga-e2s serial number (B)(4). The second was a sga-e2g serial number (B)(4). Both handpieces were forwarded to the manufacturer for further investigation on november 7, 2014. On (B)(6) 2014, a letter requesting additional information surrounding the reported event was sent to the clinic. A second information request was sent on november 19, 2014 and delivery confirmation was received on november 21, 2014. As of the date of this report no response to either request has been received. The dentist was not sure which of the above listed sga-e2s was the actual one that burned the patient. We submitted the MDR report for s/n (B)(4) on 12/05/2014 under the report #1422375-2014-00017. We are now submitting a report for s/n (B)(4) since we found out that an MDR report must be submitted for each individual serial number.